Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer3556 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the catheter was fractured. PICC inserted on (B)(6) 2020. Leaking from PICC site noted on (B)(6) 2021 after saline flush post blood draw through PICC. Patient had given own infusion at home that same morning with 200ml of ertapenem, with no apparent leaking noted. Upon investigation with fluoroscopy, catheter fracture noted at 9cm. PICC removed and replaced. Patient has a history of multiple sclerosis with a lot of spastic movements. Additional information received 1/14/2021: it was further reported that the insertion depth was 1cm, securement used is statseal and 3m PICC/cvc securement device + tegaderm IV advanced dressing, and that the catheter was placed in left basilic approx. 10cm up from acf. Internal length at time of insertion was 43cm and external length was 4cm. The fracture was supposedly noted by fluroscopy, at skin external length 6cm, fracture was at 9cm. The PICC was replaced by overwire technique and therefore trimmed at 21cm (to be returned for evaluation), the rest of the PICC line was discarded.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A split was observed between the 9cm and 10cm depth markings. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material wear, buckling and discoloration were observed in the vicinity of the split. The split characteristics and permanent kink impression were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack(s) in the catheter. The location of the damage suggested that catheter securement and maintenance techniques may have contributed.

Event description:
It was reported that the catheter was fractured. PICC inserted on (B)(6) 2020. Leaking from PICC site noted on jan.7, 2021 after saline flush post blood draw through PICC. Patient had given own infusion at home that same morning with 200ml of ertapenem, with no apparent leaking noted. Upon investigation with fluoroscopy, catheter fracture noted at 9cm. PICC removed and replaced. Patient has a history of multiple sclerosis with a lot of spastic movements. Additional information received 1/14/2021: it was further reported that the insertion depth was 1cm, securement used is statseal and 3m PICC/cvc securement device + tegaderm IV advanced dressing, and that the catheter was placed in left basilic approx. 10cm up from acf. Internal length at time of insertion was 43cm and external length was 4cm. The fracture was supposedly noted by fluroscopy, at skin external length 6cm, fracture was at 9cm. The PICC was replaced by overwire technique and therefore trimmed at 21cm (to be returned for evaluation), the rest of the PICC line was discarded.